Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket. The infection was treated with oral antibiotics. The site was also drained and cleaned. The device was not explanted. Follow up report indicated that the patient is recovering without sequelae.